Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user awoke to a depleted battery after going to bed with an indicated charge of 85 percent, during which the user believed no insulin was delivered and blood glucose reached 300 mg/dl before the device was recharged and resumed operation, after which glucose decreased to 136 mg/dl. Symptoms included feeling unwell. Outcomes included self-managed recovery without outside assistance or medical intervention. Investigation included user troubleshooting and education on charging and device operation. Investigation of this case revealed that hyperglycemia occurred during an apparent overnight power loss with no alerts reported, and that glucose subsequently corrected after the device was charged and resumed insulin delivery; the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.